Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured vertically across its entire length at 6atm within 10 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications and the patient was good post procedure.